Event description:
Edwards received information that there was difficulty implanting a 19 mm valve. As reported, the patient was removed from cardiopulmonary bypass (cpb) in which a "significant relatively acute right ventricular dysfunction" occurred. The surgeon felt that "somehow the right coronary, either through instrumentation or just mass effect from the sewing ring, was abutting up against it." Through additional investigation, it was learned the surgeon believes it was the sewing ring which caused the occlusion. The patient was placed back on cpb and a coronary artery bypass grafting (CABG) took place. Hemostasis was obtained and the patient was discharged on post-operative day #11.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the explanted device was not returned to edwards for analysis. Without return of the device, edwards is unable to confirm the clinical observation. Partial or total occlusion of the coronary ostia is a recognized complication of an aortic valve replacement. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.